Event description:
It was reported to philips that the device was stuck in pads view. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca, data cable, and power cable needed to be replaced to resolve the issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, data cable, and power cable. The processor pca and both cables were replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was stuck in pads view. There was no patient involvement.

Event description:
It was reported to philips that the device was stuck in pads view. There was no patient involvement.